Event description:
It was reported by the user facility that the rotary handpiece heated up. Pt involvement is unk, however no injuries or adverse consequences were reported. Attempts to obtain this info were unsuccessful.

Manufacturer narrative:
The handpiece was rec'd by the MFR and the complaint was confirmed. Internal components were evaluated and the pins securing the rotor and motor assemblies in place dissembled, allowing the assemblies to shift within the handpiece housing. The component shift damaged the motor controller, which created an overheating condition. The motor assembly, rotor assembly, and motor controller were replaced. The handpiece was repaired and returned to the customer.